Manufacturer narrative:
The device was tested on the bench and using automated testing equipment and no anomalies were found.

Manufacturer narrative:
Initial reporter is unknown.

Event description:
It was reported that the patient was deceased. There was no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was ischemic cardiomyopathy and atherosclerotic heart failure.